Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was not that there were visible signs of wear and/or damage, however examination of returned device was inconclusive.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient underwent two revision procedures on unknown dates due to instability. Patient was further revised on (B)(6) 2008 due to instability. The modular head and liner were removed and replaced. Patient underwent a fourth revision procedure on (B)(6) 2015 due to instability. During the procedure, it was noted the liner was cracked. The modular head and liner were removed and replaced.